Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on smoke began coming from the programmer and the charger at the charging site. The programmer was unplugged and a tone was heard coming from the charger. It was observed that both the charger and the programmer experienced some melting. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: the dc plug external housing and internal plastic insulation was melted. Benchtop analysis: destructive analysis was performed. The ac-dc power supply¿s dc plug was cut off from its connecting cable for resistance measurements. The electrical connection between the dc plug +19v output and ground was then measured using a dmm. An electrical hard short was confirmed with resistance = 1.89s. Conclusion: confirmed customer complaint caused by power supply connector failure. The ac-dc power supply cabled dc plug is electrically shorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that smoke was coming from the programmer, however it was noted that there was a melted alternating current connector. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer has been returned.